Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics for peritonitis (route and frequency not reported). The patient recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.